Event description:
During an attach elective procedure, the map would not display and the case was cancelled. When going from sinus mapping back to the at map, the map would not display on the geometry and the surface points were not visible. Points could be selected in the list and it would show the flashing point, but the color would not display on the map. Electrode numbers would not display and the propagation map was not visible. The case was restarted which did not resolve the issue. The case was aborted due to not being able to get the map to display. The patient was put on antiarrythmics. There were no reported consequences to the patient.

Manufacturer narrative:
The results of investigation are inconclusive since the device was not returned. Review of the returned logs revealed no anomalies; the reported display issued could not be verified. Review of the device history record was not possible as the serial number was not available. The cause of the reported display issue and subsequent cancellation could not be conclusively determined.